Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there was no infection during the used of the boston scientific products. This observation no longer meets the definition of serious injury. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to threshold failure upon lead positioning, however, the helix got stuck and could not be repositioned. This rv lead got extended during lead removal. This rv lead was replaced with the same model, not implanted and will not be returned for analysis due to infection or contamination. No additional adverse patient effects were reported. Additional information received which indicated that the infection did not occur during the used of boston scientific products.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to threshold failure upon lead positioning, however, the helix got stuck and could not be repositioned. This rv lead got extended during lead removal. This rv lead was replaced with the same model, not implanted and will not be returned for analysis due to infection or contamination. No additional adverse patient effects were reported.